Event description:
It was reported that the lead exhibited capture thresholds at 6.0 v and loss of sensing. The lead was replaced.

Manufacturer narrative:
Final analysis found that all five wires of the proximal coil were fractured at 23 cm from the connector pin due to clavicular crush, which resulted in open impedance. This would account for the high thresholds and sensing issue.